Event description:
Reason for explant stated as "infection, aortic root aneurysm" on explant form.

Manufacturer narrative:
Information reviewed from the valve's device history record and the additional testing performed through the analysis laboratory indicated this valve was a normal functioning prosthesis which complied with co specifications at the time of MFR. Results of the investigation remain inconclusive due to the fact co has not received additional information, such as the patient's preoperative diagnosis or the operative report, which may have aided in the evaluation of this valve. As indicated by testing performed at co, and the documentation reviewed, the endocarditis was not due to an intrinsic defect.